Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Prior impedance values were low and out of range starting in (B)(6) 2018. Upon interrogation on the day of follow up, impedance was normal and within range. The patient is stable and will continue to be monitored.